Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit had produced an incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. There was no harm reported and no alternate device was retrieved for use without delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this skin graft mesher five times. The last repair was august 28, 2017 where it was reported that the device was producing an incomplete mesh and the gears and roller were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on january 3, 2018 revealed that the comb, side plates, roller, and roller gear were damaged. The pretest could not be performed due to the damaged comb. The 1.5:1 ratio cutter, did not produce a passing sample mesh and was deemed non-repairable. The 2:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the worn bushings, worn side plates, damaged comb, gears, and roller. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the pretest could not be performed due to the damaged comb and the 1.5:1 ratio cutter did not produce a passing sample mesh. However, the 2:1 ratio cutter produced a passing sample mesh. The root cause of the reported event was due to the defective 1.5:1 ratio cutter which failed to produce a passing sample mesh and damaged comb. The issue was resolved with the replacement of the worn bushings, worn side plates, damaged comb, gears, and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had produced an incomplete mesh. The event occurred during meshing of previously recovered cadaveric donor skin. There was no harm reported and no alternate device was retrieved for use without delay. No adverse events were reported as a result of this malfunction. Investigation results revealed that the comb was bent.